Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and severly calcified shunt. A 5.0mmx40mmx40cm sterling balloon catheter was advanced to the shunt. Upon first inflation at 6 atmospheres, the balloon ruptured after 30 seconds. The device was then replaced with a 5mm×4cmx40cm mustang balloon catheter and the procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the sterling catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 6mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and severly calcified shunt. A 5.0mmx40mmx40cm sterling balloon catheter was advanced to the shunt. Upon first inflation at 6 atmospheres, the balloon ruptured after 30 seconds. The device was then replaced with a 5mm×4cmx40cm mustang balloon catheter and the procedure was completed with this device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).